Manufacturer narrative:
This report is filed, may 26, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site resulting in an infection. The patient was treated (date and type of treatment not reported). At a later date (date not reported) the site was debrided and cauterized. The implanted device remains.